Event description:
Additional information was received that the health care provider does not suspected a lead malfunction and a new lead was successfully implanted during the initial implant procedure.

Event description:
During an initial implant procedure, the stylet was not able to be inserted into the right atrial (ra) lead while attempting to reinsert the lead a second time. The ra lead was not implanted. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of the stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found that the inner coil inside the connector region was over torqued, which is consistent with procedural damage. The stylet could not be inserted due to the over torqued inner coil at the connector region. The cause of the reported event was isolated to the over torqued inner coil at the connector region, which is consistent with procedural damage.